Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9197416. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Investigation conclusion: bd will continue to monitor this issue. Root cause description: unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: when the indwelling needle was punctured into the body, the leakage was found at the front of needle, and the needle was replaced immediately without any abnormality.